Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the cable unit was faulty resulting in no image. The camera head did not communicate with video processor otv-s400, without any visible damage. It was very likely that the inner wiring or inner parts in the plug were damaged. The cable unit had to be replaced for the correct function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera control unit failed diagnostics with a suspected motherboard failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the camera head had no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by a failure of the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.